Event description:
It was reported that there were air bubbles observed within the canister. There was no adverse impact to the customer's blood glucose level. The issue was resolved by changing the cartridge and resuming insulin delivery.